Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had air/water leakages . There were no reports of patient harm. During evaluation, foreign material was found to be clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to foreign material found in the nozzle, the evaluation findings are as follows: due to a pinhole on the bending section rubber water tightness is lost, due to wear of angle wire, bending angle in "up" direction does not meet standard value, due to wear of angle wire, the play of the "up/down" knob is out of standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip and a white clouded area, due to clogging of the nozzle, water removal ability does not meet standard value, the image guide protector was damaged, the mouthpiece was loose, the objective lens had a scratch, adhesive around the objective lens had white clouded area, indication on suction connector was peeled, the protector of universal cord on the suction connector side had a scratch, protector of the universal cord on the control section side had a scratch, the universal cord had a wrinkle, the grip was shaved, the suction cylinder had a scratch, the paint on the air/water cylinder was peeled, the electrical connector had discoloration due to water leakage, and the adhesive around the light guide lens had white clouded area,. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system. - inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.